Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-24364. It was reported, the pt experienced a fall and her scs stimulation coverage has changed since. X-rays taken showed the lead moved from its original placement. A lead diagnostic also revealed multiple invalid contacts. Reprogramming to recapture pt's stimulation therapy was unsuccessful. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.